Event description:
On (B)(6) 2013, abbott point of care (apoc) was contacted by a customer who reports unacceptable results on pt/inr cartridges compared to lab instrument on a patient. There was no patient information available at the time of this report. I-stat, stago, diff: 4.0, 2.8, 1.2; 4.9, 3.7, 1.2; 5.0, 3.8, 1.2; 4.5, 3.1, 1.4; 4.5, 3.1, 1.4; 4.5, 3.1, 1.4; 4.4, 3.0, 1.4; 4.5, 3.1, 1.4; 4.6, 3.1, 1.5; 5.1, 3.6, 1.5; 5.0, 3.3, 1.7. Based on the information available at the time there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). An investigation was completed on (B)(4) 2013 and a deficiency was identified. (B)(4).